Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 4, 2020. Upon further investigation of the reported event, the following information is new and / or changed: d10: (device availability / added date returned to manufacturer). G4: (date received by manufacturer). G7: (indication that this is a follow-up report). H2: (follow-up due to additional information). H3: (device evaluation anticipated by manufacturer / a second follow-up will be submitted upon completion of the investigation and / or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code:3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected samples were inspected and confirmed a substance in the venous inlet port. The buildup was compared to past complaints. An identical case was seen under (B)(4). The material was identified as polydimethylsiloxane (silicone). This material is used in the vr and cr filter assembly. The retention sample was inspected and found to have no foreign matter contained within and no build up present in the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during inspection, prior to assembly, there was a blemish build up noticed on the k port. No patient involvement.